Event description:
Baxter reported that the male luer adapter separated from the tubing. Four units are affected with reported condition. Reported condition discovered before use therefore resulting in no pt involvement.